Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep called in to discuss a revision. The discussion was about the need for an hcp to do a pocket revision surgery due to the patient's significant weight gain. The rep called in specifically to see if there was any type of "extension" to make the lead longer without having to remove the current lead and implant a new one. No troubleshooting could occur at the time of the call due to lack of access to product. It was reviewed that there is no "extension" available at this time. The symptom reported was weight gain. The rep noted the ins is working great for the patient. Additional information was received from the rep. The patient's weight before and after the weight gain was not provided. The rep further elaborated that it the event is not a weight gain issue; the patient is obese. The weight gain is not related to the device/therapy. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.